Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the monofilament was exposed approximately 1 inch at the guide with the needle tip still attached to the rail end. The posterior cuff was still loaded on the foot and the link still attached to the cuff. The anterior cuff was engaged to anterior needle tip. There was no needle strike mark on the foot. The posterior cuff was missed and the link was broken at the anterior cuff which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to break from the anterior cuff during plunger removal. During the investigation, plunger was inserted and the needle trajectory, needle depth and push mandrel travel were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
The care giver (cg) of the home patient contacted the baxter technical service representative (tsr) to get assistance with ending therapy so they can go to the hospital. The tsr assisted the cg to end the therapy. The home patient's nurse stated that the patient had peritonitis but could not give any additional information. The patient is currently performing peritoneal dialysis therapy with no problems.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.